Event description:
Information was received from a manufacturer¿s representative (rep) regarding a wr (wireless recharger) for use with an implanted n eurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that the recharger was displaying a red light when the power button was pressed. The caller indicated that after that the battery light started blinking repeatedly or scrolling up. The light was scrolling when the recharger was on and off the dock. The caller tried to press and hold the power button for 15 seconds and then the battery light stopped flashing but then it started again when the recharger was put on the dock or if the power button was pressed.  The caller had tried to reset the recharger but that did not resolve the issue. The issue was not resolved through troubleshooting. The caller was warm transferred to customer service. The caller will return the recharger to repair. The recharging device was not associated with a patient, the rep was working with a new recharger.

Manufacturer narrative:
H3 analysis of the returned recharger revealed device is unresponsive. Device is confirmed to have main micro-controller corrupted thus causing the batteries to cycle/scroll. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.